Event description:
It was reported that there was inconsistent capture seen. The physician was not certain if it was the device or the lead. Both device and competitor's lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.